Manufacturer narrative:
Product received at ldr medical, issue is confirmed: the cage roi-c is broken. The date of receipt is not known. The conclusions about product analysis are: there was a use of a large impaction force, to deform the half anchoring plate accordingly. The progression of the half anchoring plate was stopped during insertion through the cage (marks left in the anchor passage). The second half-anchoring plate was not used. For some unknown reason (conflict with equipment in place, deterioration of the ancillary, hard bone, direct use of the impactor # 2, etc.), the progression of the half anchoring plate was stopped generating significant constraints in the anchoring plate passage and resulting in the breakage of the cage. Attempts have been made and no further information has been provided. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case and the recurrence of this type of event for this implant the root cause of the event is unknown with hypothesis of user error (excessive force in the impaction) + conflict with the half anchoring plate. However, for the lack of information received this hypothesis could not be validated. The investigation found no evidence to indicate a device issue.

Event description:
Roi-c: broken cage and plate would not advance. From information provided, roi-c cage was put in without incident. The surgeon was asked if he would like to use the starter awl and he said: "the bone seemed soft so we should be fine". The reporter noted that there were large anterior osteophytes which lead him to believe the bone would be hard on the plate areas. When the surgeon began to insert the first anchor plate it would not fully seat. Reporter asked him to go back under the microscope so they could evaluate the plate and he noticed that the cage had cracked on the corner. The surgeon agreed and he removed the cage and plate. They loaded another cage and used a new inserter. They used a starter awl and then the inserted the first plate with the same thing happening to the plate. The surgeon felt that possibly the #2 tamp was not in good order so we tried a new tamp. The anchor plate still would not advance and began to show signs of bending. The surgeon left the cage in and put a cervical plate over the cage to secure it. The surgery was completed successfully with another implant. Delay of 1 hour has been reported. No impact on the patient.